Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Suspected cause was due to customer's brittle diabetes. Customer received assistance and was provided with carbohydrates to address bg. Subsequently, customer went to the emergency room (ER). Customer was unable to recall details from ER visit. Customer was released from ER in stable condition and no permanent damage.